Event description:
At the first operation of variax dr locking plate, when the surgeon inserted the screw and tried to fix the screw with the screw driver, the head of the screw deformed.

Manufacturer narrative:
Device not explanted, thus not being returned for analysis. Internal investigation in process.